Manufacturer narrative:
Both blades are broken at the base. The broken piece measures a little over 2 cm. We suspect the tips were broken due to excessive mechanical force.

Event description:
Allegedly, during an internal urethrotomy and cystoscopy procedure, the tips of the knives broke off in the pt one after another. The first one was retrieved from urethra with some difficulty. After the 2nd knife tip broke, doctor made 2 scrotal incisions to remove the piece without success. He then made an incision in the abdominal area and was able to retrieve the piece. Procedure was aborted at that time and pt moved to ICU. Pt suffered renal failure and remained in hospital for treatment.